Event description:
The recipient reportedly experienced skin flap breakdown. On january 3, 2024 the wound was thoroughly cleaned and closed with steri strips. The wound was swabbed for infection. The recipient is not using the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The cultures were negative for infection. The recipient has reportedly healed and has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.